Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Customer's blood glucose level was 367 mg/dl. Multiple attempts were made to follow-up with the customer. No response from the customer was received.